Manufacturer narrative:
Pump was received with missing segments/partial display due to cracked lcd glass. Unable to perform functional testings due to missing segments/partial display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display, white lines across the screen and cannot see 3 of the arrows to even be able to unlock it. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The customer was assisted with troubleshooting for partial display. Customer was assisted with self test and customer stated that they cannot see screen to see which unlock arrow it would be to unlock it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.